Manufacturer narrative:
Results: the guidewire lumen was damaged from approximately 20.0 cm ¿ 29.0 cm from its proximal end. The catrx catheter was undamaged. Conclusions: evaluation of the returned catrx revealed a functional device. During functional testing, the returned catrx was able to aspirate water without issue. The reported device failure to aspirate during the procedure was unable to be confirmed. Further investigation revealed that the guidewire lumen was damaged, and this damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the coronary artery using an indigo system catrx kit. During the procedure, the physician noticed that the indigo system catrx aspiration catheter (catrx) wasn't aspirating and reported that it had malfunctioned. The catrx was then removed and was no longer used in the procedure. The procedure was completed using another catrx. There was no report of an adverse effect to the patient.